Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for multiple patient samples. (Customer provided reference range 0 - 34.2 pg/ml). The following results were provided: on (B)(6) 2025, sid (B)(6), 68-year-old male patient in hepatobiliary surgery department first clinic. Initial test = 268.6 pg/ml, repeat result = 2.5 pg/ml, 2.8 pg/ml. Additional lab results provided: bnp result = normal, ck-mb result = normal. Another patient sample for a 67-year-old male patient with gastroesophageal junction cancer and pain. Initial test result = 36.0 pg/ml, repeat result = 1.9 pg/ml, 2.6 pg/ml, 2.3 pg/ml . No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product. The field service representative replaced the tube, sample pipettor probe to pm sensor and 1.0 micron filter element of the alinity I processing module and deemed the parts the likely cause for the false elevated alinity stat high sensitive troponin-I results. The alinity I processing module function was verified with a control run. The instrument service history of the alinity I processing module serial number (B)(6) returned no additional tickets for false elevated stat troponin-I patient results. Data and information provided by the customer were reviewed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the tube, sample pipettor probe to pm sensor and 1.0 micron filter element did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat highly sensitive troponin-I results for multiple patient samples. (Customer provided reference range 0 - 34.2 pg/ml). The following results were provided: on (B)(6) 2025, sid: (B)(6) 68-year-old male patient in hepatobiliary surgery department first clinic. Initial test = 268.6 pg/ml, repeat result = 2.5 pg/ml, 2.8 pg/ml. Additional lab results provided: bnp result = normal, ck-mb result = normal. Another patient sample for a 67-year-old male patient with gastroesophageal junction cancer and pain. Initial test result = 36.0 pg/ml, repeat result = 1.9 pg/ml, 2.6 pg/ml, 2.3 pg/ml. No impact to patient management was reported.